Event description:
The customer reported that the unit failed extended self test during routine inspection. Respironics svc technician inspected the unit and found that the check valve cv2 was separated at the hinge and cv3 and a tear. The check valves were replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.